Manufacturer narrative:
The complainant was unable to report the upn or lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may19, 2016, that a wallflex biliary uncovered stent had been implanted within a patient¿s biliary system during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the patient had a history of metastatic disease. The patient was enrolled in the (B)(4) on (B)(6) 2016. On (B)(6) 2016, it was noted that the wallflex biliary uncovered stent implanted on (B)(6) 2014 was blocked/occluded. Removal of this stent was attempted but unsuccessful. A wallflex biliary study stent was then placed within the wallflex biliary uncovered stent to complete the procedure. On june 02, 2016, boston scientific corporation received notification that the patient had died on (B)(6) 2016 due to cholangitis (secondary to blocked stent). The physician noted that the cholangitis was a pre-existing condition. However, it was also reported that the cause of death was from acute renal failure and multiple organ failure after a fall. Clarification regarding the patient's cause of death has not been received to date, and the relationship between the wallflex biliary uncovered stent placed on (B)(6) 2014, and the patient's death remains unclear. According to the complainant, there was no issue with the study wallflex biliary stent, and the patient's death was not related to the study stent or the study stent placement procedure.

Manufacturer narrative:
Updated with additional information received on june 16, 2016, and june 17, 2016.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary uncovered stent had been implanted within a patient's biliary system during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the patient had a history of metastatic disease. The patient was enrolled in the e7099 abc wallflex registry clinical trial on (B)(6) 2016. On (B)(6) 2016, it was noted that the wallflex biliary uncovered stent implanted on (B)(6) 2014 was blocked/occluded. Removal of this stent was attempted but unsuccessful. A wallflex biliary study stent was then placed within the wallflex biliary uncovered stent to complete the procedure. On (B)(6) 2016, boston scientific corporation received notification that the patient had died on (B)(6) 2016 due to cholangitis (secondary to blocked stent). The physician noted that the cholangitis was a pre-existing condition. However, it was also reported that the cause of death was from acute renal failure and multiple organ failure after a fall. According to the complainant, there was no issue with the study wallflex biliary stent, and the patient's death was not related to the study stent or the study stent placement procedure. Additional information received june 16, 2016: the complainant reported that the patient presented with cholangitis due to occlusion of the wallflex biliary uncovered stent implanted on (B)(6) 2014. The patient was admitted to the hospital. The patient did not have preexisting cholangitis prior to this event, but did have a history of metastatic disease of clear cell renal carcinoma. The cholangitis was treated with antibiotics and stent-in-stent placement the wallflex biliary study stent within the wallflex biliary uncovered stent on (B)(6) 2016. The patient then began to deteriorate and presented with the following: periotenal carcinomatosis, ascites, ileus, acute renal failure, and hypocalcemia. On (B)(6) 2016, the patient underwent an eastern cooperative oncology group (ecog) test with a result of 4 and it was noted that the patient had multiple organ failure/damage. The patient was transferred to palliative care. Additional information received on june 17, 2016: the complainant reported that the patient's death was cause by disease progression and was not related to the cholangitis or occluded wallflex biliary uncovered stent.